Event description:
A healthcare facility in china reported that an mr290v vented autofeed humidification chamber provided as a part of an rt329 infant continuous flow circuit single heated with pressure relief valve was found leaking water during patient use. There was no reported patient harm.

Manufacturer narrative:
(B)(4). Method: the subject mr290v vented autofeed humidification chamber was not returned to fisher & paykel (f&p) healthcare for evaluation. Our investigation is therefore based on the information provided by the healthcare facility and our knowledge of the product. Results: the healthcare facility reported that the mr290v humidification chamber base was leaking water. Conclusion: without the return of the subject device, we are unable to confirm the cause of the reported event. Every mr290v chamber is pressure tested following the manufacturing process and any holes, cracks, or leaks would be identified during this process. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails these tests is rejected. The subject mr290v humidification chamber would have met the required specifications at the time of production. The user instructions that accompany the rt329 breathing circuit state the following: "use usp sterile water for inhalation or equivalent for humidification. Do not add other substances to the water." "Do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Manufacturer narrative:
(B)(4). Fisher & paykel (f&p) healthcare is currently in the process of finalizing the investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in china reported that an mr290v vented autofeed humidification chamber provided as a part of an rt329 infant continuous flow circuit single heated with pressure relief valve was found leaking water during patient use. There was no reported patient harm.